Manufacturer narrative:
Corrected event problem. Device (B)(4) - no code available : infected. Additional manufacturer narrative: complaint database indicates no other reported events related to sterilization, endocarditis, or suspected infection on any devices manufactured within the same sterilization lot of the provided serial number. Edwards lifesciences maintains sterilization controls and validation studies which are conducted in accordance with iso standards and meet global regulations assuring device safety. These validation studies demonstrate high effectivity and reliability, exceeding sterilization requirements. Edwards was notified that the subject valve could not be returned without patient authorization. Overall, based on the available information, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event.

Manufacturer narrative:
Event problem: (B)(4) - no information because device has not been returned for evaluation. Evaluation: method: (B)(4) - device has not been returned for evaluation. Additional manufacturer narrative: the device history record review has been performed and confirms that this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility, and exceeds specifications and standards. Based on the information available, a conclusive root cause to the alleged endocarditis in not determined.

Event description:
It was reported that an edwards valve was explanted due to endocarditis after 4 months implant duration. The operative report states, "the patient was having recurrent fevers starting in (B)(6) 2011 and was found to have prosthetic aortic valve endocarditis with a large vegetation on the ventricular side of the bioprosthetic, as well as aortic root abscess, secondary to (B)(4)." The pathology report noted focal areas of tan-pink adherent soft tissue fragments on the valve leaflets.